Event description:
It was reported that on an unknown date, post-op, the implanted screws broke at the top of the shaft. Fragments of the broken screw remain inside the patient.

Manufacturer narrative:
(B)(4).

Event description:
No patient complications were reported.

Manufacturer narrative:
Image review: xrays taken postop.this appears to be a short segment construct to stabilize a compression burst fracture.no pre-op imaging is provi ded.there has been failure of both of the inferior screws.this is a result of spinal instability and failure of the fusion is probably because it was too short of a construct for this surgery.root cause: surgery technique related.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.